Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. A secur-fit advance stem and femoral head were revised to a restoration modular stem construct, femoral head, and competitor plate. No allegations against the revised femoral head were reported. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.